Event description:
It was reported that early this year, the device showed two years left in battery and recently had reached elective replacement indicator (eri) with magnet rate of eighty five. Boston scientific technical services (ts) discussed that older devices determined battery based on falling into one of four longevity bins and that a small change in impedance can lead to a jump from higher bin to a lower bin. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was end of life (eol). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared end of life (eol) earlier than previously estimated. Of note, the estimated remaining battery longevity of this pacemaker was designed to be calculated (and trigger corresponding device replacement indicators) based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device. This report is being filed to correct the b2: outcomes attrib to adv event and e1: initial reporter title.

Manufacturer narrative:
The product has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that early this year, the device showed two years left in battery and recently had reached elective replacement indicator (eri) with magnet rate of eighty five. Boston scientific technical services (ts) discussed that older devices determined battery based on falling into one of four longevity bins and that a small change in impedance can lead to a jump from higher bin to a lower bin. The device was explanted. No additional adverse patient effects were reported.